Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." "Intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015-01414 & 01415).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequent radiographs revealed radiolucency behind the acetabular cup. A revision procedure was performed on (B)(6) 2015 due to pain and elevated metal ion levels. The surgeon noted the presence of a pseudotumor during the revision procedure. The acetabular cup, modular head and taper insert were removed and replaced.